Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 600 mg/dl at the time of the incident. Customer stated other blood glucose value was 547 mg/dl. Customer was treated with manual shot. Customer stated insulin pump had damaged on retainer ring. Troubleshooting was performed. The insulin pump will not be returned for analysis.